Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly the pump was intermittently ¿vibrates/beeps as if he has an alert or alarm, but shows no alert or alarm when he looks at the pump.¿ multiple attempts were made by tandem technical support to continue troubleshooting the issue, however no response we received. There was no reported adverse impact.